Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 241 mg/dl. Troubleshooting steps were provided for power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Notification light did immediately stop flashing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test. Unable to perform the occlusion test, force sensor test and displacement test due to partially broken retainer. Unit was successfully download using thus for history files and trace files. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump error 25 occurred on (B)(6) 2023 02:00--22:00 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcb 1 and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, missing display window cover, partially broken retainer, missing o-ring (reservoir tube), broken reservoir tube lip, cracked retainer, stained serial label, connector resistance issue, j6. Unable to lock p-cap due to cracked retainer and partially broken retainer. Pump error 25 and unexpected battery power loss were found was confirmed due to a connector resistance issue with the j6 connector on pcba 1. Cosmetic damage is confirmed at the serial label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.